Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was unknown at the time of the incident. The customer stated that they was in a pool and the pump stopped working and right now it had a white screen and a lot of vibration and no buttons to work. The customer was assisted with troubleshooting and the display did not return. The customer was advised to disconnect from the pump at the quick release. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan per health care professional instructions until the screen turns off. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with a constant blank flashing white light on the display due to vertical cracked lcd controller. Unable to perform the displacement test, sleep current measurement, active current measurement and self test due to a constant blank flashing white light on the display. Unable to verify missing segments or partial display due to constant blank flashing white light on the display.